Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml, 1021.2 mcg/day to 700 mcg/day) in an implantable pump for intractable spasticity. An alarm occurred due to an empty pump. The hcp reported there was an audible pump alarm, but did not hear the pump alarm. It was unknown if it was the critical or non-critical alarm. The patient was told when to return for a refill. The patient was non-compliant and missed a refill. During the period of time of no show for appointments, the hcp sent the patient certified letters alerting the patient to the danger in not keeping appointments or refilling the pump. Despite the multiple attempts to reach the patient they couldn't get a hold of the patient prior to the refill. The patient presented to the emergency room (B)(6) 2016. The pump had been empty for two weeks. The hcp planned to contact the representative to obtain a catheter access port kit to remove the drug from the catheter and discuss options with the patient. The patient was normally very symptomatic in his normal states (no pump therapy). Although the pump was empty the patient reports no symptoms of withdrawal and their tone was about the same. The hcp requested assistance programming the pump alarms. It was confirmed no alarms were currently sounding. The hcp updated the reservoir volume "with more volume" to have more time before the low alarm volume sounds again. The daily dose was lowered 30 percent so there was more time to have the pump refilled, but the pump was believed to be empty. Per the hcp, the patient was very complicated, non-compliant and had doctors who no longer want to manage the patients pump. The patient would disappear for three months at a time and then present to the emergency room. The patient did not take care of himself and was not a good historian. The healthcare provider wanted the pump removed due to the patient¿s non-compliance. The physician was titrating the medicine down and may fill the reservoir with preservative free normal saline once the dose is titrated down low enough in case no one can be found to explant the pump. It was noted the pump was recently replaced due to elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.